Event description:
Reporter indicated a vns patient had a sleep study performed due to an apnea-hypopnea index (ahi) that increased from 1.6 (normal reading) prior to vns implant to 33.3 post vns implant. Before c-pap treatment for the sleep apnea, the patient had about 4 seizures per night. During the sleep study with c-pap treatment, the seizures increased from 13 per night to 30 seizures per night. The reporter questioned if the vns should be turned off during c-pap treatment to avoid increasing seizures. The reporter was advised that this was a risk-benefit discussion between the neurologist and sleep specialist to assess the risk of turning off vns vs. Increasing seizures. The reporter stated that per the patient's father, the patient is 'maxed out' on vns therapy settings and had no other medical-related changes (medications, patient conditions, etc.) That would explain the onset of sleep apnea aside from the implantation of vns therapy. The patient was implanted with vns in 2009, but the exact date is unknown. Attempts for further information have been unsuccessful to date.